Event description:
The stent tip is broken inside the patient's body and cannot be released normally. After retraction, a balloon is used for dilation. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. At what stage of the procedure did the complaint occur? Stent placement. What endoscope type and channel size was used? Colonoscopy. Details of the wire guide used (diameter, type, make)? Metii-35-480. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? Yes. Please advise the anatomical location of the intended target site. Intestine. How long was the stent in the patient by the time this complaint occurred? Stent was removed immediately. Did the patient require any additional procedures as a result of this event? No. Did the product fail during stent deployment or recapture? Yes. Was the directional button pressed during use? Yes. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? Yes. Was the yellow marker kept in view during deployment? Yes. Are images of the device or procedure available? No.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.